Event description:
Artifacts present during AED deployment. (B) (4).

Manufacturer narrative:
Method: based on ECG data and customer account of the event. ECG evaluated for this incident. Result: artifact present during shock evaluation. Conclusion: this report is being filed as it cannot be concluded that recurrence will cause an adverse event. Device labeling provided instructions of how to address artifacts.